Event description:
Provider states alarm is not working on pcb.

Manufacturer narrative:
The RMA was created by tech service while troubleshooting over the phone. Returns was not able to test this, only a visual inspection confirming that the used one was returned. The board was scrapped, and there have been no further reports involving this concentrator since then. The underlying cause: pcb, unable to test.